Manufacturer narrative:
Product ID 8840, product type programmer, physician; product ID 8709, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that following a pump refill on (B)(6) 1012 the reservoir volume was not updated. The pump had last been programmed during the previous refill on (B)(6) 2012. The pump was refilled again on the day of the report and the healthcare provider (hcp) expected 6ml of drug to be aspirated; however, the aspiration had not yet taken place. No alarms were reported or heard. There were no patient symptoms. The device system was used to deliver lioresal (baclofen). Additional information has been requested but was not available at the time of this report.

Event description:
Additional review reported that the patient missed the alarm.

Manufacturer narrative:
(B)(4).